Event description:
Report received of an underdelivery of antibiotics. The homecare pt was to receive 750mg of vancomycin in 250ml of normal saline over 90 minutes at a rate of 167ml/hr, each day. The pt was also receiving hyperbaric treatments 5 days a week as an outpatient. The pt requested that their vancomycin be infused during their hyperbaric treatment. The nurse calculated the rate of delivery according to the conversion chart on the hyperbaric pump. The pump was programmed at a rate of 190ml/hr for a chamber pressure of 2.4 ata. At the expected time of completion, approximately half of the solution remained in the bag. The nurse changed the pump to a non-hyperbaric pump and completed the medication. On a different day, the pump was programmed to deliver at a rate of 220ml/hr. At the expected time of completion, 50ml of solution remained in the bag. The pt did not experience any adverse effects. Though requested, there was no further info available.